Manufacturer narrative:
The insulin pump received with detached end cap. Unable to perform displacement, rewind, basic occlusion, occlusion, prime test or verify prime alarm due to detached end cap. The drive support cap was inspected and no damage noted. The insulin pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corner, and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call compromised force sensor system alarm and loose drive support cap on the insulin pump. Customer's blood glucose level was 150 mg/dl. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer advised the drive support cap is sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.